Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. She stated that she went to bolus for dinner and found that the buttons were unresponsive, particularly the act button. She removed the battery and reinserted it, and when the display came on, the insulin pump alarmed button error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.